Event description:
The customer must have obtained normal results on the suspected device or they would have treated self. Customer experienced a hypoglycemic event and emts took customer to the hosp. Their glucose was 30 mg/dl. Customer was transported to the hosp and monitored until their glucose stabilized. Customer doesn't remember any treatment. Controls were not used on the system. The device was replaced and requested to be returned for eval.